Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and was not replaced due to patient anatomy. The patient was in stable condition post operation.